Event description:
On event date the end-user's parent called minimed, USA and stated that hub has disconnected from adhesive gauze. On august 6, 2001 maersk medical received the complaint and 1 used base piece. The near-incident took place in USA.